Event description:
Reporter alleged passing out due to hypoglycemia, being found 15 minutes later, and a result of 500 mg/dl was obtained on her advantage system. Reporter stated that the paramedics were called, they obtained an unknown low reading, and took her to the hospital. Reporter stated she was treated with an IV and kept for 2 days. No other actions were reported taken or treatment received. A request was mad for the return of the suspect device.